Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to an alert. It was determined that the right ventricular (rv) lead exhibited high pacing impedance, multiple sensing integrity counter (sic) and noise. A lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.